Manufacturer narrative:
(Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was unable to confirm the customer reported failure mode due to a broken pitch cable found at the distal clevis hub. The broken pitch cable prevented the instrument input disks to engage with the sterile adapter. Therefore, the instrument could not be installed on an in-house system for engagement testing. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted nephrectomy procedure, the cadiere forceps instrument did not grasp with the correct strength. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.